Event description:
A report was rec'd in 2001, that a memorylens which had been implanted in a pt's right eye in 1999 had developed what the surgeon described as a "yellow amber diffuse haze, pigment on anterior surface". The problem was first noted at pt's exam in 2001. The surgeon is planning to explant the lens. No other info was rec'd from the reporting surgeon at the time of this report.